Event description:
The complaint is reported as: the customer alleges that the blade is functioning intermittently/lighting.

Manufacturer narrative:
It is unk if the device was in use at the time of the alleged malfunction. The device sample was not returned for eval at the time of this report.